Manufacturer narrative:
Visual inspection revealed three internal insulation abrasions at 29.6-30.9cm, 25.3-25.8cm and 12.3-13.5cm from the distal tip. An internal insulation abrasion was also noted underneath the svc shock coil at 24.4-24.7cm from the distal tip. One of the re cables was visible, and the etfe coating was compromised; this could cause the reported noise when in contact with the svc shock coil.